Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported the patient had increased pain. The patient had an injection for pain on (B)(6) 2019 and it was noted that the catheter was coiled in the midline spine. It was unknown what factors may have led or contributed to the issue. Diagnostics/troubleshooting included an x-ray. Actions/interventions included surgery was planned for (B)(6) 2019 to explore the cause and revise the catheter. The patient's status was alive-no injury. The patient's medical history was asked and will not be made available. The patient's weight was (B)(6) pounds. It was noted on (B)(6) 2019 the catheter was pushed out of spine and anchor was intact. The same catheter was implanted back in on (B)(6) 2019 per hcp request. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 500 mcg for a total dose of 400.28232 mcg/day and bupivacaine 5 mg for a total dose of 4.00282 mg/day via an implantable pump for radiculopathy and non-malignant pain. It was reported on (B)(6) 2019 during a tlesi (transforamal/interlaminar epidural steroid injection), dms (diagnostic medical sonography) observed that the patient's catheter was coiled near the pump and appeared to be out of the intrathecal space. It was noted fluoroscopy revealed catheter dislodgement/migration. The device was reprogrammed where the fentanyl was decreased on (B)(6) 2019. The outcome of the event was noted as ongoing. The patient's baseline weight was not measured at baseline. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2019. No further complications were reported/anticipated.